Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic after experiencing vibratory patient notification alert, device was found to be in backup vvi mode. Device download was performed successfully. The patient will be monitored normally.